Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that they were replacing a lead and noticed old blood in the header block. They connected system and run impedances and impedances looked fine and were getting motor response. The revision had occurred and during the revision there were no allegations of system use issue. It was unknown if the patient recovered completely. This issue occurred intra operative and there were no patient symptoms reported regarding this event. The indication for use was unknown. Additional information received from the rep reported that there was no further information available and further follow- up was not possible. If additional information is received, a follow- up report will be sent.